Event description:
The ds2adv auto CPAP device was returned to a third-party service center for evaluation. During evaluation of the device at third-party service center, no foam particles were found within the device. Also, additional failure observed pca does not turn on pca burnt, outlet seal contaminated, box blower contaminated. The manufacturer received information device is not turn on. The device was scrapped following the evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.